Event description:
It was reported that on (b)(6) 2026, following placement of a peripherally inserted central catheter (PICC) in the left basilic vein, the left upper extremity (LUE) circumference measured 34 cm. A chest radiograph reportedly revealed that the catheter was kinked. On (b)(6) 2026, the LUE circumference had increased to 40 cm, and the PICC was removed. A venous Doppler ultrasound of the LUE reportedly identified acute thrombosis of the left axillary and brachial veins. The report was received through NOTIVISA, an anonymous reporting platform maintained by the Brazilian Ministry of Health. Due to the anonymous nature of the report, no additional information regarding the event could be obtained, including information related to device handling, procedural details, patient outcome, photographs, or product sample availability. Should additional information become available, the complaint file will be updated accordingly.

Manufacturer narrative:
(b)(4).